Event description:
During a bariatric gastric bypass, the applied ctf73 trocar broke at the shaft of the cannula. This occurred toward the end of the case requiring the surgeon to use another trocar to complete the case and an x-ray was done intraoperatively. FDA safety report ID# (B)(4).